Manufacturer narrative:
Medtronic continues to investigate the reported event.

Event description:
It was reported that the device would lock up and display a white screen. There was no pt use associated with the reported event.